Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the liquid entry and device remaining powered off could not be determined. It is possible that the device power issue was caused by a component failure due to corrosion or electric short-circuit inside of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10.

Event description:
Addendum (B)(6) 2022: the event occurred during reprocessing of the device. The rinsing solution penetrated the device as a disposable accessory had not been closed. There is no patient involvement.

Event description:
As reported for this event by the customer, liquid had entered the device and the device switches off. There is no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device could not be turned on. The electrical connector connected to the main board is damaged and the device is not functional. There is a circuit board is loose. Other observations for the device are corrosion on front panel and top cover. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.